Event description:
The consumer was in the parking lot going to his van. There was a downward pitch in the parking lot. The wheelchair allegedly started to go fast and the right front wheel started to shake, then the entire chair allegedly started to shake, causing the consumer to fall and hit this head. Injury is alleged, although the extent is not known at this time.

Manufacturer narrative:
User states they were transgressing a slope when their manual chair accelerated to an uncontrollable speed and user fell out alleging serious injury. No injury confirmation at this time. MDR filed as a conservative measure. Current user guide covers recommendations to wear a seat positioning strap and proper transversing of slopes and ramps. MFR specified weight limitation is 250lbs. MFR views this as user error device specs have been exceeded.